Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the curved-tip stapler 30 instrument associated with this complaint and completed investigations. Failure analysis (fa) was able to confirm the reported issue and found the stapler instrument to have an unclamp failure based on a log review. Functional testing of the device in an attempt to replicate the report complaint was not possible due to the returned condition of the device. The logs revealed that the procedure was a low anterior resection. A white 30mm reload was installed and there were 2 installs. 1 firing was completed during the procedure. The instrument had 12 unclamp failures. The instrument failed the mechanical engagement when placed in the system. The instrument inputs failed to engage with the sterile adapter in multiple attempts. Further review of the instrument shows a broken grip cable at the distal end. System log investigation: a review of the instrument log for the curved-tip stapler 30 (pn: 470530-05, batch-sequence: t10180503-0007) associated with this event has been performed. Per a review of the logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred when the instrument had 15 uses remaining. Image/video review: no image or video clip for the reported event was submitted for review. This complaint is being reported because the curved-tip stapler 30 instrument was found to have incurred an unclamp failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a curved-tip stapler instrument would not unclamp from the patient's tissue. The customer used the release kit to release the instrument. The procedure was completed and there was no reported patient ham, injury, or adverse outcome. There was no report of fragments falling inside the patient. Intuitive surgical, inc. (Isi) spoke to the customer and obtained the following additional information: this issue occurred during the first time using the curved tip stapler instrument. The patient did not experience any blood loss due to this issue and there was no reported injury to the patient. The surgeon was not sure what caused this issue and there was no video or pictures of this incident. The patient is a (B)(6) white male and weights (B)(6) . The patient is non hispanic/latino. She does not believe the patient had any relevant tests or results and was not aware of any patient pre-existing medical conditions.